Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and a patient implanted for spinal pain. The patient reported that they quit recharging the device because it would take them a full day to charge it, which stressed them out. They mentioned that it just takes too long to recharge. The patient stated that even though their stimulation has been off, they have been finding other ways to deal with their pain. Therefore, they are refusing to have their battery jumped. The implantable neurostimulator (ins) was confirmed to be in overdischarge. It was mentioned that the physician discussed possible replacement with a non-rechargeable battery if the patient feels their other treatments are not working anymore for their pain. They stated that at this time, the battery will remain implanted, but will not be in use. No further complications were reported or anticipated.